Manufacturer narrative:
Concomitant medical devices: 429878 lead, implanted: (B)(6) 2015.

Event description:
It was reported by the patient that they heard a solid tone after having a magnet close to their device. The patient noted that their device didn't feel like it had the power it should have and sometimes when they got up they felt dizzy, lightheaded, flustered, pressured, and a change in light/darkness. Follow-up information was received from the clinic indicating that the patient had been seen since their call to the manufacturer. No performance issue was noted with the device and no intervention was taken as a result of this event. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.